Event description:
It was reported to boston scientific corporation that approximately four hours into a percutaneous nephrostolithotomy procedure, the probe broke in half. The device was removed with graspers; no parts were left inside the patient. The procedure was completed with another probe with no complications to the patient, who is reportedly "ok" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Customer complaint confirmed. The probe is broken in half. An evaluation has determined that the breakage is caused by side loading that is applied to the probes during use. The side loading combined with the application of power can place sufficient force on the probe to cause breakage.